Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During optical coherence tomography image review following the atherectomy procedure with a diamondback coronary orbital atherectomy device, a thrombus was identified. The procedure was reportedly completed without adverse event to the patient. Clinical study patient ID: (B)(6).

Manufacturer narrative:
Per physician review, this observation of thrombus was not associated with any adverse event to the patient and was a sub-clinical finding associated with the intravascular imaging core lab analysis required as part of a clinical trial. Based on this review, this event no longer meets the definition of a reportable serious injury. Csi ID (B)(4).

Event description:
The location of the thrombus was at the distal reference vessel and at stent. No thrombus was observed via angiography.